Event description:
The patient's daughter reported the following information: (1) the patient was using 2 companion 41 units, each set a 2 liters per minute with a y hook-up for a total of 4 liters per minute(2) both units were filled on 8/11/99 by the homecare provider. (3) on 8/18/99, the daughter noted that both tanks registered 3/4 full. (4) on 8/20/99, the daughter visited the patient. He was in the bedroom and had difficulty breathing. (6) she said both units were set on 2, but both were empty. (7) she called for paramedics, who indicated the patient's oxygen level was 59%. Due to the lack of oxygen, the patient become sick and vomited; some went into his lungs. (8) the patient was taken to the hospital where his lungs were pumped. (9) the daughter alleges that the lack or oxygen and having his lungs pumped caused her father to have a heart attack. (10) the patient passed away on 8/22/99. Reference related medwatch report#1825511-1999-00014.